Event description:
It was reported by a customer that an 840 ventilator had an erratic graphic user interface (gui) display. Although requested, pt involvement info was not available.

Manufacturer narrative:
The evaluation/repair of the ventilator has not yet begun. (B)(4).